Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost r4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on the digitaldiagnost 4.x indicating that the remote alert of a mechanical heavy shock to the detector. The device was in clinical use and there was no harm to patient or user. The remote service engineer (rse) performed analysis and confirmed that the detector had been dropped. There were mechanical heavy shocks registered in the detector shock log. Gain and pixel calibration steps for the detector were provided to the customer and site biomed performed the calibration. No image quality issues, and imaging is good. System returned for clinical use with full functionality. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the remote alert of a mechanical heavy shock to the detector. The device was in clinical use and there was no harm to patient or user. Additional information received stating that the detector had been dropped.